Event description:
Unrequested bolus dose deliveries. The pump was programmed at an unspecific time to deliver meperidine hydrochloride 10mg/ml in the pca only mode with a pca dose of 10mg, a patient lockout of 10 minutes and a 4-hour limit of 300mg. The pump reportedly beeped and delivered a bolus dose without the patient pressing the patient pendant button. After the patient lockout elapsed, the pump reportedly beeped and delivered a second unrequested bolus dose. The pump was then removed from clinical service and therapy was resumed on a replacement pump without further incident. The patient experienced no adverse effects and no medical intervention was required. Though requested, no addtional information was available.